Manufacturer narrative:
A retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 01/27/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/13/2017 with the following findings: on investigation, review of the black box data revealed two loss of prime events with non-zero low force events, both were prior to a cartridge fill. No loss of prime was duplicated during investigation of the pump. Force calibration was evaluated and found to be within specifications. Investigation revealed unidentified low force.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.